Event description:
An international distributor reported an event where three aeds on site would not power on. It was reported that the ambulance arrived before they tried to use the aeds. Although there was not a report of any impact to the patient based on this incident, this report is being filed as a product problem.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.